Event description:
New information received indicates the issue was resolved. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.